Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received, no patient involvement occurred during testing.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log had no related findings. Functional testing included use testing. The pump was powered on and the device started double beeping. The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream occlusion sensor.